Manufacturer narrative:
Pre-market clinical study device implanted in (B)(6), no expiration date or UDI available.

Event description:
Pre-market clinical study patient diagnosed with possible bilateral rupture detected by ultrasound. Left side device.